Event description:
The customer alleges that while a nurse was using a t-pump on a patient, the patient developed blisters/sores on their skin.

Manufacturer narrative:
No defects were alleged with the product, a conversation between the customer and stryker account manager identified that this issue is likely attributed to the customer not being aware to check the patient's skin every 30 minutes as directed by the operations manual. The issue was resolved for the customer by the account manager working with the customer to offer continuous training to mitigate the chances of reoccurrence.

Event description:
The customer alleges that while a nurse was using a t-pump on a patient, the patient developed blisters/sores on their skin.

Manufacturer narrative:
Additional information was reviewed regarding this event. It was identified that unless there was a specific product malfunction, the burn was likely misidentified. For a burn to occur, the product would need to be at least 44° c. Without a failure of the backup and primary thermostats, the highest temperature the t-pump can reach is 42 ° c. It is likely that the injury was misidentified by the customer. This injury was most likely a soft-tissue injury. This can be attributed to mechanical forces (such as pressure or sheer) created by the 8002-062-022 pad.

Event description:
The customer alleges that while a nurse was using a 8002-062-022 with a t-pump on a patient, the patient developed blisters/sores on their skin.